Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that: event code "16" was displayed to the user at 17:38:30pm on (B)(6) 2020, with the following associated messaging: "final concentration threshold for ethanol exceeded; processing quality may be compromised - 1 run(s) remaining. Replace least pure ethanol station, bottle 6." At 17:38:43pm on (B)(6) 2020, the "factory 8hr xylene standard" protocol comprising 17 cassettes was started in retort b. Three (3) instances of event code "18" were displayed to the user between 05:56:58am and 05:57:48am on (B)(6) 2020 when an attempt was made to schedule a protocol in retort b. The following associated messaging was displayed: "cannot run protocol; final concentration threshold for ethanol exceeded. Replace least pure ethanol station, bottle 6." Bottle 6 (ethanol) was not in contact with the corresponding sensor for nine (9) seconds from 05:58:36am on (B)(6) 2020, which is not sufficient time to replace the reagent. The station properties were reset at 05:58:54am on (B)(6) 2020, with a user affirming in the instrument software that the reagent concentration was to be set to the default value of 100%. The properties of the reagent in bottle 6 prior to these user actions were: ethanol concentration=80.7%, cycle=60, cassettes= 7516 and days=38. The station properties for bottles 1 (formalin); 2 (formalin); 3 (70% ethanol); 4 (70% ethanol); 5 (ethanol); 6 (ethanol); 7 (ethanol); 8 (ethanol); 9 (ethanol); 10 (ethanol); 11 (xylene); 12 (xylene); 13 (xylene); and 14 (xylene) were reset between 07:18am and 17:41pm on (B)(6) 2020, which was following completion of the protocol from which sub-optimal tissue processing reported by the complainant. There was no evidence of any use error(s) when replacing these reagents. Although the user affirmed that the ethanol concentration in bottle 6 (ethanol) was to be set to the default value of 100% at 05:58:54am on (B)(6) 2020, the actual ethanol concentration would have remained unchanged at 80.7% because the bottle was not removed from the instrument for sufficient time to replace the reagent. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Consequently, the reagent in bottle 6 (ethanol) with an ethanol concentration of 80.7% was used for the final dehydration step of the "factory 8hr xylene standard" protocol started in retort b at 06:00am on (B)(6) 2020, from which sub-optimal tissue processing was reported by the complainant. As the minimum final reagent concentration required for ethanol is 98%, the consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. The root cause of the sub-optimal tissue processing reported by the complainant was found to be a use error, which occurred at 05:58:54am on (B)(6) 2020. The facts indicate that when event codes indicating that a protocol could not be run because the final concentration threshold for ethanol had been exceeded were displayed, a user did not complete manual replacement of the reagent in bottle 6 (ethanol) in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual. The leica peloris/peloris ll user manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
Leica biosystems received a complaint that of "chatter" in processed tissue samples from a "weekend run", which had been executed using peloris ii rapid tissue processor serial number (B)(4). The following further information reported by the complainant was documented by a local leica representative: "err 16 bottle #6, run failed. Caller is not aware of what happened to bottle #6 at time of run; bottle #6 was changed this morning without being measured. Customer is requesting log investigation surrounding bottle #6 and affected run. Customer is needing this unit for tonight run - she will probably change unit completely out with fresh reagents". On (B)(6) 2020, the assigned leica field application specialist - core histology (fss) visited the customer site in order to investigate the circumstances involved in this complaint. The fss documented that the tissue samples exhibiting sub-optimal processing were derived from one (1) "8 hour" protocol executed in retort b comprising 170 cassettes containing a variety of unspecified tissue types, which started at 06:00am on (B)(6) 2020 and completed at 04:41am on (B)(6) 2020, with the size of the tissue samples detailed as "unknown". The fss also documented that a date for user training had been tentatively scheduled. On (B)(6) 2020, the assigned leica field application specialist-core histology received information that all cases involved in this event were diagnosable; and that re-biopsy of a patient(s) had not been either recommended or required.